Event description:
The facility's biomedical teechnician reported an infusion pump with a failure code 808:02. This report was noted during biomed testing. The technician stated that they have no record of any pt incident involving the pump since the last baxter service event.